Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned in a specimen cup. Solution is dried on the lens. One haptic is broken at the haptic/optic junction area (returned). The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation, the patient experienced blurry vision and a refractive error. The iol was exchanged for a different iol model 5 weeks after the initial implantation. Additional information was provided indicating that the postoperative refraction was close to zero, maybe 0.5 to 0.75 diopters of residual astigmatism. However, his bcva is 20/25-20/30 with definite struggle on the chart. Vasc near is 20/40. He describes fuzzy vision with the right eye and maybe halo. He feels that while the right eye had always been his better eye, the left eye is now better (with 1-2+ ns and 20/20-). Post-op test data shows nothing unexpected. We've "waited it out" for about a month. I don't have a perfect explanation for his limited vision and subjective difficulty, however I feel the best option for him, due to his degree of concern and vision goals, is to exchange the lens for a monofocal.